Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed which identified a hole in the tubing located near the base of the closed twist sleeve. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The device leaked from the hole in the tubing. The reported issue was verified. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the tubing near the twist clamp of a uv flash transfer set during peritoneal dialysis therapy. There was patient involvement. The transfer set had been used for about 4 months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.